Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported problems with the AED cable. No patient involvement reported at this time.

Manufacturer narrative:
Updated summary and code grids.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the customer lost the cable. Remote support from the customer care solution was received and it was determined this was a the heartstart hands-free cable needed replaced. The customer ordered a replacement heartstart hands-free cable and the replacement of this part resolved the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. The customer ordered a replacement heartstart hands-free cable and the replacement of this part resolved the reported issue. The investigation concludes that no further action is required at this time. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. If additional information is received the complaint file will be reopened.